Event description:
Same case as: 2134265-2014-02485. It was reported that a rotawire fracture occurred. A 1.25mm rotalink plus and a rotawire was selected to treat the target lesion. During platforming outside of the patient, the rotawire broke off as the rotational speed was set. Procedure was completed with another of the same device. No patient complications were reported and patient's status is fine.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by manufacturer. The complaint device returned matched the reported lot number. A guidewire was returned protruding from the advancer. A visual examination was performed. The handshake connection was inspected and no damage was noted. An attempt was made the remove the wire from the device by laying the catheter out flat and pulling the wire through. Resistance was encountered and the wire could not be retrieved. The handshake connector was disconnected and the wire was retrieved from the advancer. The wire remained inside the catheter. The catheter was soaked in warm water in an attempt to retrieve the wire but this was not successful. The annulus of the catheter was inspected and it was found to be damaged. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
Same case as: 2134265-2014-02485. It was reported that a rotawire fracture occurred. A 1.25mm rotalink¿ plus and a rotawire was selected to treat the target lesion. During platforming outside of the patient, the rotawire broke off as the rotational speed was set. Procedure was completed with another of the same device. No patient complications were reported and patient's status is fine.